Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: pump reboot events were observed in the black box on 05/09/2015. Call service 064 and 078 errors were also observed in black box on 05/09/2015. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the pump on the motor boost circuit due to the moisture damage, intermittent call service 064 and call service 078 alarms were received during the 24 hour duration test. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.